Event description:
It was reported that when the device was connected to the pt a connect electrodes prompt was observed and pt analysis could not be completed. CPR was then administered to the pt and the fire department arrived on scene shortly thereafter with a lifepak 12 defibrillator/monitor. No additional info was reported. There was no reported of advese affect to the pt associated with the use.